Manufacturer narrative:
No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Visual examination of the device revealed clearly that the shaft is bent at around 1 cm away from spring proximal starting point. The spring is bent over 180° in respect to its own axis. The examination of the device does not show other relevant signs of damage. Possible causes for the reported event according to rmw: line r-1.4.5: instrument, breaks, deforms, diverge, or parts remain in wound. -> due to inadequate design for intended performance; line r-1.4.7: instrument, breaks, deforms, diverge, or parts remain in wound. -> due to mechanical properties of material insufficient; line r-2.2.1: fracture of instrument -> due to general corrosion (crevice, pitting, galvanic); line r-3.1.8: damaged instruments, implants, body or wrong operational step -> due to surgeon or staff unfamiliar with instrument usage and handling; line r-3.2.1: damaged instruments, implants, body or wrong operational step -> due to surgeon or staff unfamiliar with instrument usage and handling; line r-3.2.8: instrument breaks or deforms -> due to off-label / abnormal-use. Comparison to investigation results whether it is possible and justification: line r-1.4.5: not possible -> according to the complaint trend analysis, an adverse trend due to inadequate design would have been detected; line r-1.4.7: not possible -> material compatibility specification document certify the suitability of the material and the documents of material for lot 14.079688 indicate that there was no material fault; line r-2.2.1: not possible -> as visual examination do not revealed signs of corrosion; line r-3.1.8: possible -> it seems that when the surgeon was drilling in the bone at not flat angle, the drill got stuck and the torque delivered by the driller exceeded the drill torque of the spring element, leading to a bending of the spring structure. Based on the given information and the results of the investigation, it was possible to identify a root cause for the reported event. The reported event resulted from an user error: when the user was drilling in the bone not in a flat angle, the drill got stuck and the torque delivered by the driller exceeded the drill torque resistance of the spring element, leading to a bending of the spring structure. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2015 the surgeon was using a flexible shaft (tri-shank), the spring twisted and the drill bit broke off in the adjustable drill guide.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).